Event description:
A customer reported an issue with their freestyle flash meter. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint is confirmed. Meter is exhibiting the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.